Manufacturer narrative:
Continued g.2 report source: regulatory agency, patient representative. The event of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown, seroma, symmastia.

Event description:
Patient reported they experienced the events of ¿diagnosed with autoimmune issues¿, ¿nausea¿, ¿vomiting¿, ¿fatigue¿, ¿disabled from job¿, ¿left implant dropped¿, ¿multiple lumps on both sides of breast¿, ¿autoimmune system crashed¿, ¿right lung nodules originally diagnosed as metastic was reclassified as nontuberculous mycobacteria¿, ¿respiratory arrest while undergoing bronchoscopy¿, ¿vomited blood and was dehydrated¿, ¿esophageal dysmotility¿ , ¿gastroparesis¿, ¿lost 50 lbs¿, and ¿weakness" with unknown gel breast implant. This record is for the left side. Patient representative reported "the plaintiff underwent removal procedures as well as treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish, increased risk of alcl, evaluation for alcl, explant, reconstruction. Seromas. Physical pain. Scarring and disfigurement. Plaintiff experienced swelling" cold/hard lumps in breast. Breast pain. Hardening of breasts. Capsular contracture. Irritable bowel/crohn's disease. Chronic constipation. Chronic gastrointestinal upset or reflux. Vomiting and nausea on an ongoing basis. Chronic insomnia. Significant weight loss- blood in vomit. Asymmetry. Brain fog, dried blood/veins on right breast, mycobacterium avium complex in right lung, dysmotility, bronchiectasis. Elevated heart rate. Low oxygen levels. Fatigue. Memory loss, lack of attention. And aggravation of rheumatoid arthritis. Additionally. Plaintiff suffered aggravation of underlying conditions including emotional distress. Panic disorder and anxiety. As well as loss of quality of life. Ptsd" and depression: and other physical and emotional manifestations that are severe and ongoing." Device has been explanted.